Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly,some oversensing episodes were stored in the device memory. A reintervention to change the lead is planned on (B)(6) 2018. Preliminary analysis revealed ventricular noise oversensing with non-physiological electrical signals starting from (B)(6) 2017 (one day after implantation). A ventricular lead issue and/or a lead-ICD connection issue is suspected. However, an ICD issue could not be excluded. The device was reportedly explanted on (B)(6) 2018.

Manufacturer narrative:
Preliminary return device analysis revealed an issue at df4 connector level.

Event description:
Reportedly, some oversensing episodes were stored in the device memory. A reintervention to change the lead is planned on (B)(6) 2018. Preliminary analysis revealed ventricular noise oversensing with non-physiological electrical signals starting from (B)(6) 2017 (one day after implantation). A ventricular lead issue and/or a lead-ICD connection issue is suspected. However, an ICD issue could not be excluded. The device was reportedly explanted on (B)(6) 2018.

Event description:
Reportedly,some oversensing episodes were stored in the device memory. A reintervention to change the lead is planned on (B)(6) 2018. Preliminary analysis revealed ventricular noise oversensing with non-physiological electrical signals starting from (B)(6) 2017 (one day after implantation). A ventricular lead issue and/or a lead-ICD connection issue is suspected. However, an ICD issue could not be excluded. The device was reportedly explanted on (B)(6) 2018